Event description:
This patient had a heartmate 3 lvad initially implanted three years ago. The patient was admitted with sudden onset driveline drainage/pain after exercising the day prior. She was found to have mssa infection from the driveline and mssa bacteremia. A pet scan showed uptake along the driveline and focal activity adjacent to the proximal outflow tract concerning for sites of infection. As she is not a candidate for transplantation we elected to exchange her pump this admission. She underwent an uncomplicated hm3 to hm3 pump exchange due to driveline infection.